Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board as a result of wear and tear of the platform. Upon visual inspection, unrelated to the reported complaint, observed cracks on the top cover. The cause for the physical damage was due to wear and tear. The autopulse platform is a reusable device and was manufactured in 2005 and is 14 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed the initial functional testing due to system error user advisory (ua) 136 (internal parameter corrupted) error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 136 (internal parameter corrupted). The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During routine preventive maintenance by biomed, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.